Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 120 mg/dl on the advantage system and 56 mg/dl on a paramedics meter within 10 minutes. The discrepant results were obtained at the customer's home. No quality controls used. Requested return of suspect device and replacement was sent. Advantage system: meter, comfort curve test strip lot number 549428, expiration date 01/31/2008.